Event description:
It was reported that pump experienced malfunction after patient wore pump in water, and device displayed malf 3 with non-resettable malfunction message. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.